Event description:
Multiple discordant results were obtained on an advia centaur xp instrument. The customer had problems with quality control (qc) and eventually found qc acceptable to run patient samples. Patient samples were run overnight and reported to physicians. On the next day all qc was out of range (more than ± 3 standard deviations (sd)). The customer repeated all the samples on their other advia centaur system and identified discordant results for troponin (tni) and creatine kinase mb (ck-mb). The customer states that 12 patients were admitted to the hospital unnecessarily. Six stress tests were performed that may not have been necessary and several patients were moved from regular rooms to the cardiac floor. There are no known reports about adverse health consequences due to the discordant results and subsequent tests.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the malfunction was disconnected tubing on aspiration pump 1. The fse reconnected the tubing. The instrument is performing within specifications. Further evaluation of the instrument is not required.